Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: "during impaction the impaction platform cracked in half and broke".

Manufacturer narrative:
Reported event: it was reported that "during impaction the impaction platform cracked in half and broke". Product evaluation and results: as per attached picture it shows that the impaction was broken in half. Further inspection could not be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: product history review was not performed as the lot number provided was incorrect. Complaint history review: complaint history review was not performed as the lot number provided was incorrect. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
As reported: "during impaction the impaction platform cracked in half and broke".